Manufacturer narrative:
(B)(4). Eval summary: the absolute stent implant was returned stationary on the stent holder and was not deployed. The stent was partially exposed 2.5mm and the distal outer sheath was retracted 9mm proximal to the tip. The handle was in an unlocked position and the rack within the handle was slightly retracted which would also be expected for a stent that was in the process of being deployed. The slight exposure of the distal end of the stent is due to both the slight retraction of the distal sheath and the slight retraction of the rack. No discrepancies were reported or observed by the account during the preparation or inspection of the product prior to use. A pre-existing exposed stent would likely have been detected during an instruction for use directed preparation or inspection of the product which states to "ensure that the stent is fully covered by the sheath." During manufacturing all sheathed stents are visually inspected to verify the stent's location and that the stent is fully sheathed. No manufacturing quality deficiencies were observed with the slightly exposed stent which appears to be directly related to the slight retraction of the rack, suggesting that the thumbwheel was also slightly retracted during the attempted stent deployment. During testing, after the dried blood was removed, the thumbwheel was rotated with little resistance felt and the stent fully deployed. Factors that can contribute to the failure to rotate the thumbwheel and deploy the stent include, but are not limited to, a damaged handle or kinked shaft during manufacturing, insufficient support during removal from the package, pt anatomy, lesion tortuosity, or sticky blood in between the sheaths and handle. During production the self expanding stent system (sess) is functionally tested for the rotation of the thumbwheel and inspected for the movement of the distal sheath. No manufacturing deficiencies were observed. A cause for the inability to turn the thumbwheel and deploy the stent could not be determined based on this investigation. However, the difficulty rotating the thumbwheel during testing was only observed due to the dried blood, suggesting the difficulty to rotate the thumbwheel and deploy the stent appears to be procedural related. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.

Event description:
Device malfunction: failure to deploy. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that an absolute stent did not deploy in an unspecified lesion. It was reported that upon unlocking the thumbwheel, the physician did not "feel like the device actually unlocked" and the thumbwheel would not turn. Attempts were made to lock and unlock the device again but the thumbwheel would not turn. The device was removed from the anatomy. The stent was not exposed. No adverse pt effect was reported. No additional info was provided. Device analysis found the distal end of the stent to be partially exposed.